Manufacturer narrative:
.

Event description:
Procedure: lap chole. Reportedly, after using the device, the surgeon tried to remove it from a trocar, but the tip of device was caught on the trocar. The cover part disengaged into the cavity and part of the component was retrieved. A portion of the tip might have been left in the pt cavity, although not confirmed. The single use device had been sterilized at the facility for unidentified reasons.